Manufacturer narrative:
This report is report is being submitted to correct the impact codes (h6) in section h, device manufacturers only. Product return information was added into b5 describe event or problem in section b, adverse event/product problem as per additional information received.

Event description:
It was reported that a patient mobile monitor (pmm) failed a patient-initiated interrogation (pii). Ts assisted with manually completing the bluetooth pairing on the pmm. Ts reattempted the symptom recording however it was unsuccessful. Ts was still unable to perform a manual transmission. The patient restarted the pmm but still was unable to perform the pii. Ts assisted with symptom recording however the magnet wouldn't pick up the insertable cardiac monitor (icm). The patient mentioned the icm had been causing pain for the last few days. Ts performed another connection check but was still not able to pick up the icm. Additional information was received from the boston scientific sales representative and confirmed that the icm was explanted three weeks after implant date due to discomfort caused by the icm. No new device was implanted. No additional adverse patient effects have been reported. Additional information from boston scientific field representative provided this icm device is not available for return.

Event description:
It was reported that a patient mobile monitor (pmm) failed a patient-initiated interrogation (pii). Ts assisted with manually completing the bluetooth pairing on the pmm. Ts reattempted the symptom recording however it was unsuccessful. Ts was still unable to perform a manual transmission. The patient restarted the pmm but still was unable to perform the pii. Ts assisted with symptom recording however the magnet wouldn't pick up the insertable cardiac monitor (icm). The patient mentioned the icm had been causing pain for the last few days. Ts performed another connection check but was still not able to pick up the icm. Additional information was received from the boston scientific sales representative and confirmed that the icm was explanted three weeks after implant date due to discomfort caused by the icm. No new device was implanted. No additional adverse patient effects have been reported.